Event description:
It was reported that the patient has been having a headache and worsening pain since the spinal cord stimulator (scs) was implanted. Lead migration was also noted. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted device was discarded per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately since the day of implant procedure from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).